Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american (B)(6) female who underwent primary breast augmentation with a mentor memorygel 400cc silicone prosthesis experienced cough, arthritis, and left sided benign cyst post procedure. Patient states: she has been having issue with cough that's been with her for four(4) years , and that she has seen ent, and pulmonologist, and she was treated for acid reflex and mild intermittent asthma, but no medications have helped. The last two mammogram examinations have shown suspicions and required ultrasounds which confirmed benign cysts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.